Manufacturer narrative:
This complaint is recorded with zimmer biomet under cmp(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not cut properly. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Date of event: corrected- date is unknown. On (B)(6) 2017, it was reported that the device did not cut properly. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was july, 26, 2013 where it was reported that came it for the recall sgcl2012 and the ball detent, head, control bar, thickness control lever, reciprocating arm, bearing, seal and retaining ring, motor, poppet assembly, width plates and o-ring were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for repair. The reported event ¿the device did not cut properly¿ was non-verifiable since during the device was not sent in for evaluation or repair. The reported event was non-verifiable since during the device was not sent in for evaluation or repair, hence, a root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.